Manufacturer narrative:
Omit : c20 - no findings available. Additional information: imdrf annex a , g, b, c codes and manufacturer narrative. Investigation summary: the report of corrosion of door handles on 50 pump modules was confirmed by a bd representative during site visit, however, the reported issue could not be investigated since there were no devices returned for investigation. An internal and external inspection of the devices could not be performed due to no devices being returned for investigation. A log analysis of the devices could not be performed due to no devices being returned for investigation. Testing of the devices could not be performed due to no devices being returned for investigation. The bd alaris system¿ cleaning and disinfecting procedures state the approved cleaning solution for use are: clorox healthcare® bleach germicidal wipes. Dispatch® hospital cleaner disinfectant towels with bleach. Metrex caviwipes¿ bleach disinfecting towelettes. Proper care and maintenance are essential for keeping the alaris system in good condition. To ensure efficient operation, use the recommended cleaning products and follow the correct cleaning and inspection procedures. Additionally, only use disinfectants approved by bd to clean and disinfect the bd alaris system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the corrosion of door handles on 50 pump modules could not be determined since no devices or logs being returned for inspection. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 50 pump modules had corroded door handle assemblies. This was reported to bd representatives during site visit. There was no patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 50 pump modules had corroded door handle assemblies. This was reported to bd representatives during site visit. There was no patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.